Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the drill bit broke the other instrumentation cannot be used because the device is frayed. No patient involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. The article is worn. The locking compression plate (lcp) drill bit is not broken as complained. It shows wear marks at the coupling, shaft, and at the cutting edges. The drill bit was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Due to the age of the complained device, this complaint is classified as normal wear and tear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. The initial complaint was reviewed and found not reportable. There is no documentation of this event occurring during a procedure. There is no documentation of this event causing or contributing to an injury. There is no documentation of fragmentation of the complaint device. There is no documentation of this event causing or contributing to a surgical delay. Should further information become available this determination will be reviewed accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.